Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that there was a disconnection in the cable. It was also noted that the camera cable was not watertight. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found during an unknown therapeutic procedure. The procedure was completed with the same device. The device failed at the end of the procedure.

Event description:
It was reported, that the camera head was unable to be used. As there was a cut in the cable. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.